Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose. The customer¿s blood glucose was 426 mg/dl at the time of incident which was treated with insulin pump. The current blood glucose was 130 mg/dl. Troubleshooting was performed for high blood glucose but declined to perform high pressure test. The sensor will be returned for analysis. The insulin pump, infusion set and reservoir will not be returning.